Manufacturer narrative:
An internal tear was observed on the soft cannula and fluid was observed leaving this tear. Fluid was unable to pass through the entire fluid path due to the tear. The internal tear caused fluid to leak into the device, which caused the corrosion and the 0x3d alarm. An 0x3d alarm was generated, indicating the step sensor was asserted before the wire was driven. Fluid entering the device is the cause of this alarm. An internal tear was observed on the soft cannula. The internal tear can be confirmed as the cause of this alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 20 mmol/l (360 mg/dl) with ketones present, while wearing the pod on the arm between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.